Event description:
Customer reportedly tested 335 mg/dl on the aviva system, while a hospital device read 147 mg/dl within 10 minutes. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a hospital.